Event description:
This posterior chamber intraocular lens was implanted on 11/11/98. During manipulation of the lens the haptic broke. The physician felt the placement of the lens was adequate. The physician elected not to remove the lens. There was no noted damage to the pt. The piece of haptic that broke was retrieved.